Event description:
The surgeon claims in 2006, a 24mm vascutek graft was implanted first in the pt's abdominal aorta. A 22mm x 11 mm bifurcated hemashield d.v. Graft was then attached to the vascutek graft. Following the procedure, the following day, a decrease in the pt's hemoglobin was detected. The pt was taken again to the o.r. For intervention. The surgeon stated that there was a hole of about 6mm from the anastomosis between the two grafts (leakage of an unk quantity of blood through the hole). A pledget was placed to close the hole. The initial procedure took 4 hrs, but was extended to 7 hrs due to the re-operation. The hemashield graft was left in the pt. Additional info received by email as of 2 wks later, pt was admitted for an abdominal aortic aneurysm. The hemashield was sutured to the vascutek graft and not directly to the aorta because the hosp did not have the correct size (24mm x 12mm) graft on hand. The pt was transferred to ICU after the procedure with a hemoglobin of 16, but during the afternoon of the surgery day, it went to 14. That evening and the following morning, the hemoglobin was 13. The hole was found in the hemashield graft, approx 6mm below the anatomosis and 5cm from the bifurcation. The pledget used to repair the hole was sutured with 0000 prolene. About 9 days after surgery, the pt went to the ICU again, his condition appeared to be improving slowly. The diameter of the aneurysm was 6cm. The pt received blood due to the loss through the hole in the graft, but the physician stated he does not remember how much was given. The pt has been transferred out of the ICU.